Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: on (B)(6) 2010: (B)(6). (B)(6), m.d. Operative report. Procedure performed: perfix plug repair of reducible left inguinal hernia. Repair of incarcerated umbilical hernia using primary fascial closure. Anesthesia: general endotracheal. Estimated blood los: less than 50 cc. Intraoperative fluids: 1400 cc of crystalloid. Specimen removed: hernia sac and properitoneal fat from the umbilical hernia was discarded. Tubes and drains: none. Complications: none noted. Preoperative diagnosis: reducible left inguinal hernia. Incarcerated umbilical hernia. Postoperative diagnosis: reducible left inguinal hernia. Incarcerated umbilical hernia. Indications for the procedure: this 31-year-old white female who was referred to my office by dr. (B)(6) for evaluation of a symptomatic left inguinal hernia. The patient has noticed a bulge in the left groin for several weeks and this has been accompanied by increased discomfort over the past several days. Examination revealed a reducible left inguinal hernia without evidence of a contralateral right inguinal hernia. Abdominal examination also demonstrated a small tender incarcerated umbilical hernia. Recommendations were made for the patient to undergo elective repair of each of these hernias. Treatment options were discussed with the patient and I recommended a perfix plug repair of the left inguinal hernia and primary fascial closure of the umbilical hernia. Findings: a moderate-sized reducible left inguinal hernia indirect and incarcerated properitoneal fat at the site of the umbilical hernia. Description of procedure: ¿the patient was accepted in day surgery. A peripheral IV was established. Knee-high ted hose were applied. A 2 g ancef were administered intravenously. The patient was taken to the operating room, placed on the operating table in supine position. Following the induction of satisfactory general endotracheal anesthesia, the patient¿s abdomen, groins, and upper thighs were prepped with betadine solution and draped in usual sterile fashion. Attention was first directed to repair of the left inguinal hernia. An oblique skin incision was outlined along this lines of the skin tension in the left inguinal area. The incision was then made as outlined and carried down through the subcutaneous tissue and scarpa¿s fascia to expose the external oblique aponeurosis. Hemostasis was achieved using electrocautery as necessary. The external oblique aponeurosis was incised along its fibers and opened down to the external ring. This aponeurosis was elevated off the underlying structures and retracted with gelpi retractors. The residual round ligament was identified and dissected out back to the internal ring. It was then inverted through the internal ring and a small perfix plug was selected and placed into the properitoneal space through the internal ring with the tapered and placed deeply. The outer pedals were then secured to the crura of the internal ring using approximately eight 2-0 prolene suture ligatures. The onlay patch was then placed over the internal ring and across the inguinal canal and overlapping the left pubic tubercle. The keyhole had been were removed. This onlay patch was secured to the underlying fascia with 2-0 prolene. The wound was then irrigated with sterile saline solution. After hemostasis was assured, the external oblique aponeurosis was approximated and the external ring was reconstructed using a running 2-0 prolene. Scarpa¿s fascia was approximated using a running 3-0 vicryl. A local and field block was then achieved using 20 cc of 0.5% marcaine. The skin was then closed using a running 4-0 monocryl subcuticular stitch. Additional approximation of the skin and coverage was achieved using dermabond. Attention was then directed to repair of the umbilical hernia. A curvilinear infraumbilical skin incision was made using a 10-blade. Incision was carried down through the subcutaneous tissue to the fascia using electrocautery. The hernia sac was then dissected away from the undersurface of the umbilical skin using meticulous sharp dissection. The fascia was cleared for approximately 2 cm surrounding the base of the hernia sac and the fascial defect was measure approximately 1.5 cm in diameter. The hernia sac and attenuated fascia were excised at the level of the fascia. This included the incarcerated properitoneal fat. The fascia was mobilized to allow transverse closure of the fascial defect without undue tension. This was achieved using interrupted 0 ethibond suture ligatures. The wound was irrigated with sterile saline solution and hemostasis was secured using the electrocautery. The undersurface of the umbilical skin was tacked down to the fascia using a single 3-0 vicryl. The subcutaneous tissue was then approximated using a running 3-0 vicryl. The skin was closed using a running 4-0 monocryl subcuticular stitch. Once again dermabond was utilized to provide additional skin approximation and coverage. A crumpled gauze was placed in the umbilical sulcus and a tegaderm type island dressing was applied over the umbilical hernia repair site and a second tegaderm island dressing was applied over the left inguinal hernia repair site. The patient was given 30 mg of toradol intravenously and 30 mg of toradol intramuscularly. She was then extubated and transported to the postanesthetic care unit in satisfactory condition. There are no apparent complications. Sponge and needle counts were reported to be correct by the nursing staff. The patient was subsequently discharged to home with instructions regarding wound care and activity. She was asked to schedule an appointment to see me in my office in approximately 1 week. Prescriptions were written for darvocet n 100, #50 with one refill to be taken 1-2 every 4 hours p.r.n. For pain and toradol 10 mg #15 to be taken every 6 hours until the course was completed.¿ on (B)(6) 2010: doctors (B)(6), m.d. Implant record. Perfix plug sm. 0112750. Davol inc. On (B)(6) 2011: (B)(6). (B)(6), m.d. Operative report. Preoperative diagnosis: menorrhagia. Dysmenorrhea. Recent history of severe dysplasia on cold knife conization. Severe contact dermatitis with latex and sanitary pads. Postoperative diagnosis: menorrhagia. Dysmenorrhea. Recent history of severe dysplasia on cold knife conization. Severe contact dermatitis with latex and sanitary pads. Procedures: total vaginal hysterectomy. Drainage of right ovarian cyst. On (B)(6) 2011: (B)(6). (B)(6), m.d. Operative report. Procedure performed: repair of chronically incarcerated incisional hernia with primary fascial closure. Anesthesia: general endotracheal. Estimated blood loss: less than 10 cc. Intraoperative fluids: about 800 cc of crystalloid. Specimen removed: hernia sac and incarcerated properitoneal fat were discarded. Tubes and drains: none. Complications: none. Preoperative diagnosis: chronically incarcerated symptomatic incisional hernia. Postoperative diagnosis: chronically incarcerated symptomatic incisional hernia containing properitoneal fat. Indications for the procedure: this 32-year-old white female had previously undergone repair of an umbilical hernia. Her hernia has subsequently reoccurred. She has noticed pain and a bulge at the umbilicus. Examination in my office confirmed the presence of a 2 to 3 cm umbilical hernia sac, which could not be reduced on examination and is moderately tender on palpation. The patient has no obstructive symptoms. I recommend that the patient undergo repair of this hernia using a primary fascial closure open technique. Operative findings: the fascial defect was 1.5 cm in diameter, in its largest dimension and the hernia sac was 3 cm. It contained incarcerated properitoneal fat. Description of procedure: ¿the patient was accepted in day surgery. A peripheral IV was established. Knee-high ted hose were applied. The patient was taken to the operating room, placed on the operating table in supine position. About 1 g of ancef was administered intravenously. After the induction of satisfactory general endotracheal anesthesia, sequential compression devices were applied to both lower extremities. The patient¿s abdomen was then prepped with betadine solution and draped in usual sterile fashion. A curvilinear infraumbilical skin incision was re-emphasized and lengthened to approximately 4 cm length. Incision was carried down through the subcutaneous tissue and scar down to the level of the fascia. Hemostasis was achieved using electrocautery. The hernia sac was dissected off the undersurface of the umbilicus using meticulous sharp dissection. The hernia sac was then dissected away from the surrounding subcutaneous fat, down to the level of fasci circumferentially. The fasci was cleared from the overlying subcutaneous fat at 2 to 3 cm in all the directions. The attenuated fascia was incised at the base of the hernia sac using the electrocautery in a circumferential fashion and extended transversely, approximately 0.5 cm to the right and to the left. The attenuated fascia and hernia sac as well as the incarcerated properitoneal sac were then amputated at the level of the fascia using electrocautery. Care was taken to be certain of hemostasis. A finger was passed through the fascial defect and swept circumferentially to be certain that no adhesions were present to the undersurface of the abdominal wall. The fascia was mobilized off the overlying subcutaneous fat to allow easy approximation. This was then achieved transversely using interrupted 0 ethibond suture ligature. The wound was irrigated with sterile saline solution and hemostasis was achieved using electrocautery as necessary. The dermis of the umbilicus was taken down to the fascia using a single 3-0 vicryl. Suture ligature. The subcutaneous tissue was approximated using a running 3-0 vicryl. The skin was closed using a running 4-0 monocryl subcuticular stitch. Dermabond was applied to the suture line for coverage and to achieve final approximation of the skin edges. Once the dermabond had dried, a small portion of a gauze sponge was placed in the umbilicus and a sterile tegaderm type island dressing was applied over the site. The patient was then given 1000 mg of tylenol intravenously and 30 mg of toradol intravenously and intramuscularly. She was then extubated and transported to the postanesthetic care unit in satisfactory condition. There were no apparent complication. Sponge and needle counts were reported to be correct by the nursing staff. The patient was subsequently discharged to home. Instructions were given regarding wound care and activity. The patient was asked to schedule and appointment to see me back in my office in approximately one week. A prescription was written for percocet 5/325 #50 with no refills to be taken 1 every 4 hours p.r.n. For pain, but the patient subsequently notified me that she could not take this medication. Therefore, this prescription was retrieved and a new prescription was written for demerol 50 mg #30 to be taken one every 4 hours p.r.n. For pain.¿ on (B)(6) 2012: (B)(6). (B)(6), m.d. Operative report. Preoperative diagnosis: anal fissure. Postoperative diagnosis: anal fissure. Procedure performed: left lateral sphincterotomy. On (B)(6) 2013: (B)(6). (B)(6), md. Pathology report. Final diagnosis: umbilical hernia, repair: fibrovascular adipose tissue with focal fibrosis. Portions of white plastic-like material and circular fragments of silver metal. Gross description: the container is labeled ¿carter, toni ¿ explanted ventral hernia patch¿. The specimen consists of a white plastic-like material, measuring 8.5 x 7 x 0.5 cm. There are multiple pieces of circular silver metal ranging to 0.5 cm. Tan and fatty tissue cover one surface. Sections of this tissue are submitted. On (B)(6) 2013: (B)(6). (B)(6), md. Discharge summary. Diagnosis: recurrent ventral hernia. Tobacco dependency. Course: initially an observation patient but required conversion to regular admission because of postop nausea and vomiting. This quickly resolved, diet advanced without difficulty. Began to ambulate regularly first postop day. Jp drainage slowed after first postop day and was serosanguinous. Pain management was excellent. Being discharged home postop day 2 in good condition. Given prescription for nicotine patches. Instructed on drain management. No heavy liftin (>10 lbs) for 6 weeks. Sponge bathe only. Keep incision and drain sites clean and dry. On (B)(6) 2014: (B)(6), (B)(6), md. Radiology ¿ CT abdomen/pelvis with contrast. Indication: mid abdominal pain. Ventral hernia. Patient has had a hernia repair and hysterectomy. Standard anatomic coverage show normal liver, gallbladder, adrenal glands, pancreas, and both kidneys are unremarkable. Bilateral renal function and excretion. Aorta unremarkable as are iliac arteries. Bowel pattern shows stool in colon. No evidence of small bowel or colonic obstruction. There are colonic diverticula without diverticulitis. Multiple low attenuation foci in the pelvis may represent residual ovarian tissue with multiple cysts. Largest on right of midline 35 x 25 x 32 mm and one in midline 25 x 24 x 26 mm. Appears to be a luminal structure and the left pelvis that may represent residual ovarian tissue. No free air or free fluid collections. Patient has a mesh in the midline and in the anterior subcutaneous tissues external to the mashed is a of water attenuation [sic] fluid collection that does not appear to exhibit any enhancement. This may represent a seroma. No induration noted of adjacent fat planes. Again no bowel obstruction. There is a new hernia at the superior aspect of the matched [sic] to the right of midline containing only fat which does exhibit some induration. Skeleton intact. Impression: multiple probable ovarian cyst. Patient status post prior hernia repair with a new hernia superior and to the right of the mashed [sic] containing only fat which does exhibit some induration. Possible seroma external to the mashed [sic]. On (B)(6) 2014: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Procedures performed: laparoscopic recurrent incisional hernia repair with mesh. Forty-five minutes of adhesiolysis. Implant: bard composix mesh 15.9 cm x 21 cm. Anesthesia: general endotracheal. Estimated blood loss: minimal. Urine output: no foley. Fluids: per anesthesia. Complications: none. Drains: none. Specimens: none. Disposition: to pacu in stable condition. Indication for procedure: a 35-year-old female who has had a symptomatic recurrent incisional hernia who, after risks, benefits, and alternatives to surgery were discussed, desired to proceed with surgical repair. Description of procedure: ¿after informed consent was obtained, the patient was taken to the operating room and placed in supine position. General anesthesia was administered. The abdomen and pelvis were prepped and draped in the usual sterile fashion. A veress needle access was performed in the left upper quadrant, with an aspiration flush test used prior to insufflating the abdomen with carbon dioxide. A 5 mm visiport trocar was then used to enter the peritoneal cavity under vision of the laparoscope. The underlying surface was evaluated to ensure no injury from previous veress needle placement. Accessory trocars were then placed with a 5 mm in the right lower quadrant and left lower quadrant and a 10 mm in the right upper quadrant, all under vision of the laparoscope. Inspection of the abdomen was performed, noting dense adhesions to the previous hernia mesh, and this took approximately 45 minutes to take these down completely, and there was no bowel occupying these adhesions. The recurrent hernia was at the superior portion of the previously placed mesh, which appeared that the transfascial suture had probably torn this area, causing the hernia. The contents of the hernia were reduced without difficulty. Further evaluation of the abdomen did demonstrate that she had a cystic artery on the right, but this evaluation was performed at the request of the patient, and the cysts were not significant at this time, and without appropriate workup, did not want to pursue further intervention on these cysts at this time. The previously placed mesh was well intact and, given the location of the hernia, it was going to be difficult to place a piece of mesh just to occupy that site without having to attach it to the previous mesh somehow, and so the decision was made to just place a piece of mesh that was larger than the previously placed mesh. This was performed by inserting a plastic ruler and measuring and then removing the ruler. The mesh was then inserted after having placed gore-tex sutures at the 4 distal points, and the gore suture passer was then used to bring up these transfascial sutures to secure the mesh to the abdominal wall. Four additional transfascial sutures were placed around the middle portion of the mesh, as its direct contact would be with the previous mesh only and would not likely heal tightly. Once this was performed, absorbotack was then placed in a double helix fashion around the entire mesh to create a good seal around the wall. Once the mesh way lying in a satisfactory position, the gore sutures were tied and the trocars were all closed with staples and sterile dressings applied, and the patient was then awakened from anesthesia and transferred to pacu in stable condition having tolerated the procedure well.¿ on (B)(6) 2014: (B)(6). Implant record. Bard composix mesh 15.9 cm x 21.0 cm. Implant sticker. Bard composix l/p mesh. Ref: 01346[illegible]0. Exp: 2016-01. Lot: huva[illegible]626. Bard. Ellipse: 6.2¿ x 8.2¿. 15.9cm x 21.0 cm. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: 5/28/13: (B)(6), md. Indications: ¿this 34-year-old white female smoker has previously undergone a laparoscopic repair of an umbilical hernia in (B)(6) 2012. She continued to smoke. She presented back to my office with complaints of a recurrent bulge at the cephalad aspect of her previous laparoscopic repair of her umbilical hernia. I told her that I would not proceed with repair of this recurrent hernia unless she stopped smoking. She did comply with my request and now presents for open repair of this recurrent ventral hernia.¿. Explant procedure: repair of recurrent ventral hernia using gore-tex dualmesh (13 x 13 cm). The fascial defect was 9 cm in diameter. Removal of previous ventral hernia mesh. Explant date: (B)(6) 2013 (hospitalization dates unknown) (B)(6) 2013: (B)(6) md. Findings: ¿the previous hernia mesh had released from the fascia and was essentially free-floating. There was a recurrent hernia sac at the cephalad aspect of the previous repair. Once the hernia patch and attenuated fascia were excised, the resulting fascial defect was 9 cm in diameter.¿. Description of procedure: ¿the patient underwent an outpatient mechanical and antibiotic bowel prep. She presented to day surgery. A peripheral IV was established. Two grams of ancef were administered intravenously. The patient was taken to the operating room, placed on the operating table in the supine position. Following the induction of satisfactory general endotracheal anesthesia, sequential compression devices were applied to both lower extremities. A foley catheter was placed by the circulating nurse. The patient's abdomen was prepped with betadine solution and draped in the usual sterile fashion. A midline longitudinal skin incision was then made from several centimeters cephalad to the umbilicus to several centimeters caudal to the umbilicus. Incision was carried down through the subcutaneous tissue and scar. The scar was divided longitudinally using sharp dissection. The recurrent hernia sac just cephalad to the umbilicus was identified and dissected out from surrounding subcutaneous tissue down to the level of the fascia using the electrocautery. The umbilicus was released from the underlying tissue using meticulous sharp dissection. The hernia sac was then opened and the hernia sac and attenuated fascia were excised back to strong fascia. It became evident that the previously placed laparoscopic hernia patch had released from the surrounding fascial tissue almost circumferentially. Because of this, it was excised along with attenuated fascia circumferentially and removed from the operative field. Omental adhesions to the undersurface of the abdominal wall were taken down using a combination of blunt dissection, sharp dissection and electrocautery. In this way, the abdominal wall was cleared of adhesions for several centimeters in all directions. Also, the subcutaneous tissue was dissected off the fascia for several centimeters in all directions using the electrocautery. Hemostasis was carefully achieved using electrocautery. The remaining fascial defect was measured to be 9 cm. A 13 x 13 cm gore-tex dualmesh patch was selected and was placed in the fascial defect. It was sewn to the fascia circumferentially with approximately 2 to 3 cm of overlap using interrupted 2-0 gore-tex horizontal mattress suture ligatures. Care was taken to place the mesh so that there was no undue tension, but also no undue laxity. It should be noted that prior to completing the repair, the abdominal cavity was irrigated with sterile saline solution and hemostasis was secured using the electrocautery. The omentum was laid over the underlying small bowel. After the repair was completed, the subcutaneous tissue was irrigated profusely with sterile saline solution and hemostasis was achieved using the electrocautery. Two #10 round fluted jackson-pratt drains were then placed through separate stab incisions in the lower abdomen in the right lower quadrant and in the left lower quadrant and placed into the subcutaneous space. These drains were secured to the skin using two 3-0 nylon suture ligatures. The subcutaneous tissue was then approximated using a running 2-0 vicryl suture ligature. The skin edges were approximated using interrupted buried 3-0 vicryl subcuticular stitches. The skin was closed using skin staples. The drains were connected to jackson-pratt reservoirs and activated. Sterile gauze dressings were applied and secured with medipore tape placed longitudinally. The patient was given 1000 mg of ofirmev and 800 mg of caldolor intravenously. She was then extubated and transported to the postanesthetic care unit in satisfactory condition. There were no apparent complications. Sponge and needle counts were reported to be correct by the nursing staff.¿. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.". W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
F26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: an operative report detailing the ¿previous ventral hernia repair with primary fascial closure¿ was not provided.]. On (B)(6) 2012: (B)(6) md. Operative report. Procedure: laparoscopic repair of recurrent ventral hernia using gore-tex dual mesh, reference#: (B)(4), lot#: 8697967. Specimen removed: none. Preoperative diagnosis: symptomatic recurrent ventral hernia. Postoperative diagnosis: symptomatic recurrent ventral hernia. Fascial defect 2.5 cm in diameter. Indications: this 33-year-old white female underwent a previous ventral hernia repair with primary fascial closure in november 2011. She has developed a recurrence of this hernia. Physical examination demonstrates a bulge in the periumbilical area, which is reducible, but is tender for the patient. The fascial defect appears to be approximately 2.5 cm in diameter. Treatment options were discussed with the patient. I recommended that she undergo laparoscopic repair of this symptomatic recurrent ventral hernia. Findings: ¿the fascial defect was approximately 2.5 cm in diameter and contained properitoneal fat.¿ description: ¿the patient was accepted in day surgery. A peripheral IV was established. Knee-high ted hose were applied. A 2 g of ancef were administered intravenously. The patient was taken to the operating room and placed on the operating table in supine position. Following the induction of satisfactory general endotracheal anesthesia, a foley catheter was placed by the circulating nurse and an orogastric tube was positioned by the nurse anesthetist. The patient¿s abdomen was then prepped with betadine solution and draped in usual sterile fashion. A time-out was then performed and the patient¿s correct name, allergies, and intended procedure were verified. A transverse skin incision was made at the lateral aspect of the patient¿s left abdomen. The abdominal panniculus was elevated and entrance of the peritoneal cavity was achieved using the veress needle technique. Proper positioning of the tip of the veress needle within the peritoneal cavity was verified by the saline drop test. The abdominal cavity was then insufflated with co2 to a pressure of 15 mmhg. A veress needle was removed and an 11 mm trocar was introduced through this incision. The co2 insufflator was connected and co2 insufflation was continued throughout the procedure to maintain an intra-abdominal pressure of 15 mmhg. Additional 5 mm transverse skin incisions were made at the left lateral abdominal wall and the left lower quadrant and the left upper quadrant, and 5 mm trocars were introduced through these incisions under direct vision of laparoscopic camera. The 30-degree angle scope was utilized and the ventral hernia was identified. It was located in the periumbilical area. The peritoneum was tented and incised using the electrocautery shears circumferentially around the hernia defect approximately 3 to 4 cm from the edge of the fascial defect. The peritoneum was then cleared off of the undersurface of the abdominal wall and the properitoneal fat was removed from the hernia sac. This tissue was then removed. The fascial defect was measured. An appropriate sized gore-tex dual mesh was selected and cut to approximately 8 cm in diameter. Marks were made on the abdominal wall to correspond to the 12 o¿clock, 3 o¿clock, 6 o¿clock, and 9 o¿clock positions surrounding the fascial defect. Zero gore-tex suture ligatures were then placed through the gore-tex dual mesh at the 4 corners in a horizontal mattress fashion and the tails were cut at approximately 10 cm length. The gore-tex dual mesh was rolled and was inserted through the 11 mm trocar into the abdominal cavity. It was then unfurled. The polypropylene site of the mesh was placed face up and was brought up against the undersurface of the anterior abdominal wall overlying the fascial defect. The suture needle was then used to retrieve the tails of the sutures and bring them out through the abdominal wall after tiny incisions were made at the appropriate areas at the 12 o¿clock, 3 o¿clock, 6 o¿clock, and 9 o¿clock positions using an 11 blade. These suture ligatures were then tied and the knots were buried in the subcutaneous tissue. This resulted in the mesh laying very nicely over the fascial defect with good overlap of approximately 3 cm in all directions. A small transverse incision was then made in the right lateral abdominal wall, and the tacker device was used to place tacks circumferentially around the mesh approximately 1 cm from the edge of the mesh and approximately 1 cm apart. Additional tacks were placed in an inner circle as well. Once this was completed, the abdominal cavity was irrigated with sterile saline solution and the effluent was aspirated away. A final look at the repair demonstrated that the gore-tex dual mesh laid very nicely, and none of the prolene side of the mesh was exposed to the abdominal cavity. The co2 was aspirated from the lumen of the abdomen after the co2 insufflation was discontinued. The trocars were removed under direct vision of laparoscopic camera. There was no evidence of bleeding from the trocar sites. Finally, the laparoscopic camera, and the 11 mm trocar were removed. The skin, subcutaneous tissue, and fascia at all the incisions was infiltrated with a total of 10 to 20 cc of 0.5% marcaine. The skin of the 11 mm trocar incision was approximated using a single 4-0 monocryl subcuticular stitch. Further approximation of skin edges of this incision and the 3 remaining trocar incisions as well as the small incisions used to pass the suture retriever were approximated using dermabond. Once the dermabond was dry, sterile tegaderm-type island dressings were applied to each of the incision sites. The patient was given 1000 mg of ofirmev and 800 mg of caldolor intravenously. The orogastric tube was removed. The foley catheter was removed. The patient was then extubated and transported to the postanesthetic care unit in satisfactory condition. There were no apparent complications. Sponge and needle counts were reported to be correct by the nursing staff.¿ on (B)(6) 2012: (B)(6) augusta. Implant record. Implant/manufacturer: gore dual mesh 8x12. 1dlmc02. Quantity: 0. Visilex 4.5 x 6 [bard]. Quantity: 0. Gore dual mesh 10x15 1dlmc03. Quantity: 1. W.l. Gore & associates, inc. Lot#: 8697967. Cat#: 1dlmc03. Size: 10 cm x 15 cm x 1 cm. Exp date: 10/01/16. The records confirm a gore® dualmesh® biomaterial (1dlmc03/8697967) was implanted during the procedure. On (B)(6) 2013: [missing records: an operative report detailing the procedure of the gore dual mesh device implant and ventral hernia patch explant was not provided.] On (B)(6) 2013: (B)(6) augusta. Implant record. Implant/manufacturer: gore dual mesh 15 x 19. 1dlmc04. Quantity: 1. W.l. Gore & associates, inc. Surgeon: (B)(6) md. Lot#: 9311794. Cat#: [1dlmc04]. Size: 15 x 9 x 1. Exp date: 05/01/16. Explant record. Ventral hernia patch. (B)(6) md. The records confirm a gore® dualmesh® biomaterial (1dlmc04/9311794) was implanted during the procedure. There is no mention of gore device removal in the records. Records span 11/20/2012 to 05/28/2013. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2012 and (B)(6) 2013 whereby multiple gore® dualmesh® biomaterial were implanted. The complaint alleges that on (B)(6) 2013 and (B)(6) 2014, additional procedures occurred whereby the gore devices were explanted. It was reported the patient alleges the following injuries: mesh detachment, adhesions, hernia, recurrence, surgery to remove mesh. Additional event specific information was not provided.